Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was frozen and unresponsive. The customer's blood glucose (bg) level was "high", although a specific value was not given. Customer had not address their bg level at the time of troubleshooting. Reportedly, the display clear and customer continued to use the pump for insulin therapy.